Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Event description:
It was reported that a patient had experienced visual loss after the intraocular lens (iol) was implanted. The date of the implant was not provided. The patient went to another doctor/hospital where the doctor considered implementing yag (yttrium aluminium garnet) laser on the patient. The doctor reported that the visual loss was not due to after cataract, but an opacification of the lens itself. The lens was explanted. The center of the lens at the pupil area had opacification. No further information was provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was sent for material analysis. A visual examination of the lens revealed a thin cloudy film on the surface and several black spots. It was discovered when trying to remove the black spots that they were actually embedded in the lens material and not on the surface and were too difficult to remove for ftir (fourier transform infrared spectroscopy) analysis. (B)(4) analysis of the cloudy film revealed primarily sodium (na) and chlorine (cl), indicating the cloudy film is sodium chloride. Silicon (si) was also seen, but the lenses have a known silicone coating so the silicon (si) seen in the (B)(4) data may be related to that. The (B)(4) analysis revealed that the cloudy film on the lens surface was sodium chloride. (B)(4) analysis of various particles embedded in the lens material revealed various inorganics and metals. Conclusion: further product evaluation is pending at the manufacturing site. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Fourier transform infrared (ftir) spectroscopy and energy dispersive x-ray (edx) spectroscopy tests were performed. Based on the sample analysis evaluation, in organic and metal materials as (ca, p, fe, cl and ag) were observed. All the above mentioned materials are part of the solutions used during the surgery and explant procedure. Some components are found in the eye aqueous humor. None of these materials are found in the manufacturing process. These materials were, therefore, observed in the intraocular lens (iol) because the lens was in contact with the surgical solutions. All pertinent information available to the manufacturer has been submitted. Placeholder.